Event description:
It was reported by the rep the device was used during a thoracoscopy. It was reported the knife blade did not separate tissue after stapler was fired. Staples fired, but knife did not cut. There was no consequence to the pt. Checklist was sent with the devices without a product inquiry number. No further info available.